Event description:
I was made aware that essure was pretty much a "trial birth control" and was removed by the FDA and is no longer used. My essure was inserted (B)(6) 2013 whenever "essure" first hit the market. My obgyn stated that was the only long-term pregnancy prevent offered so I felt like that was my only option. Not only was essure my only option offered me by (B)(6) obgyn. However now I have a foreign metal object in my body that was an experiment and discontinued by the FDA. I'm very upset about these issues and felt like I was misled into being part of an experiment. I would like to have this essure device reversed and/or removed and research other birth control options that don't require object in my body. I hope someone could please direct me in the right direction to solve this issue. My information (B)(6). Essure ref#ess305 lot #50718077 mr (B)(4) inserted on (B)(6) 2013. (B)(6) hospital (B)(6). (B)(4).